Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore, a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu.(B)(4): product unavailable for analysis.

Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure, a dissection occurred. The target lesion was located in the right coronary artery (rca). The reference vessel diameter was 3.5mm and the target length was 14mm. Pre-procedure was 100% stenosis and post-procedure was 20% residual stenosis. A 3.0x20mm liberte stent was implanted. Direct stenting was not attempted. A non bsc balloon catheter was used during the procedure. An additional liberte stent was implanted because of a dissection. The procedure was evaluated as technical success.the patient was discharged 7 days later without angina or silent ischemia. Discharge medications were aspirin 75mg daily/indefinitely and clopidogrel 75mg/daily for 12 months.